Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for esophageal varices on (B)(6) 2012. According to the complainant, after the deployment of two bands on two esophageal varices, the system became stuck inside the scope. After removal of the device from the scope, the physician noticed that the bands were tangled on the ligator head. The procedure was stopped at that point, and no other device was used. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed off and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.